Event description:
It was reported that upon interrogation of the implantable cardiac monitor, an error message appeared. Following a firmware download, the device yielded anomalous longevity readings. The monitoring device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.